Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vessel sealer extend was analyzed and found to have low torque. Fa found the grip ring dislodged at the proximal end likely causing the issue. The instrument passed the electrical continuity test at the distal and proximal end. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument passed the homing test. The instrument failed the function test due to the grips not being able to open. The grips did not open and all and preventing the ceramic test. Reviewed of the logs did not show any issues on this instrument. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer reported that when trying to use the vessel sealer extend (vse), the end would not open. They removed and unplugged and reinserted and plugged in, still the vse would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and that is when they observed that the jaws were stuck closed. The issue was not while stuck on tissue. They unplugged it and re-plugged it in without resolve. They ended up using a backup. No harm or injury to the patient. The case was completed using the backup vessel sealer.